Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance issue. A new lead was placed. No adverse patient effects were reported. Additional information indicated this right ventricular (rv) lead was not implanted successfully due to patient anatomy.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem. This complaint no longer meets reportable criteria.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance issue. A new lead was placed. No adverse patient effects were reported.